Event description:
Reporter stated that a neonate capillary sample, when tested with the suspect device, measured 48 mg/dl. Twenty-seven minutes later, a venous sample from the same patient measured 32 mg/dl, in the facility's lab. Reporter was unable to provide any additional patient information. Reporter did not indicate if patient had been treated based on the values obtained on the suspect device. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product; however reporter declined request, indicating that the facility is awaiting the results of a proficiency study.